Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a touchscreen issue. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was a touchscreen issue. A calibration was performed but this did not resolve the reported issue. The remote service engineer (rse) provided the customer with the part number for the touchscreen to order and replace. The investigation is ongoing.